Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The field representative was unable to provide any additional information related to this observation.

Manufacturer narrative:
As no further information concerning this report is currently available our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the high, out of range, pacing impedances of > 2000 ohms continued, however, there were no issues with noise, oversensing or high thresholds on this lead. Surgical intervention was performed; the pace/sense portion of this lead was surgically abandoned, and a new rv pace/sense lead was successfully implanted. The high voltage portion of this lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that that this patient's home monitoring system detected high, out-of-range (oor), pacing lead impedances for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system. At this time, no adverse patient effects were reported and additional information has been requested from the field representative.